Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8049 for this event. Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set leaked chemotherapy drug. This was observed when the nurse hung a chemotherapy bag containing taxol. A clear liquid was dripping out from the bottom of the chamber on to the tubing. The nurse removed the supplies and medication was remixed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.